Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.